Event description:
Reportedly, after the instrument was fired, the instrument's jaws would not release from the tissue. Therefore, the surgeon had to cut away tissue surrounding the instrument jaws and use another instrument to complete the case. Procedure: unk. Pt status: no pt injury reported.